Event description:
Additional information was received by the patient that the shocking continues, however, their physician says they are not caused by faulty leads. Actions taken included an x-tray, virtual doctor's visit, and patient is keeping a journal tracking when he gets them both with and without stimulation on.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# v006356, implanted: (B)(6) 2006, product type lead product ID 3387-40 lot# j0454428v, implanted: (B)(6) 2005, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is an estimated date. Other relevant device(s) are: product ID: 3387s-40, serial/lot #:(B)(4), ubd: 24-jan-2009, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 15-oct-2008, UDI#: (B)(4). Please note that this device was used in an off-label manner as it was implanted for dystonia. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "over the past few weeks", they felt like they were getting "electric shocks" in their head near the lead wires. The patient noted that the "electric shocks" are not painful, and are like a "little twinge or jolt." They feel this sensation at random and have noticed it while walking, driving, and possibly while swimming. Prior to noticing this sensation, they fell while they were in the process of moving into a new home and used their hand to break the fall. The patient could not recall the date they fell. They initially thought the sensation in their head was a result of their muscles reacting, but then they (B)(6) their symptoms and discovered that it could be related to the leads. They did not turn off the implantable neurostimulator (ins) to see if the sensation in their head would subside because their healthcare provider (hcp) instructed them to keep the ins turned on at all times. The patient stated that the sensation has become more frequent, so they became concerned and called their managing hcp and have not heard back from their hcp's office.